Manufacturer narrative:
Reporter stated "this happened approximately one month ago". The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of the amia cassette that enters the heater bag came apart. This was identified after the second cycle during night therapy of automated peritoneal dialysis. As a result, the patient disconnected from the cycler. There was no patient injury or medical intervention associated with this event. No additional information is available.